Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that medication vials do not fit in the dangerous yellow box. They have difficulty in putting the barrels in the box and it does not fall well into the bottom injection hole. The blood culture does not or almost does not fall into the box barrel. With "butterfly" it is difficult to fall into the box and they would like another less dangerous box.

Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time.